Event description:
It was reported that the physician was contacted due to the device switching from bipolar to unipolar setting. The physician had reported that there was an increase in pace impedance measurements and one reading showed values which were out of range resulting in an automatic switch to unipolar configuration. During a follow up no abnormal pace e impedance measurements were seen, although noise/oversensing was evident, thus the device was reprogrammed back to bipolar configuration. Data analysis was going to be sent in for technical review. In addition, an x-ray performed did not reveal any sign of a fracture with the competitor lead. No adverse patient effects were reported. This device remains implanted.